Event description:
Additional information received from the manufacturer representative (rep) indicated that the rep was originally notified of the event on 2025-12-10 and the issue, as they understood it, had been going on for several weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the company rep was present at the procedure. The patient had been reporting increased spasticity over a course of several weeks and then had a scheduled exploration to determine if it was underlying pathology or a product issue. During evaluation, it was determined that cerebrospinal fluid (csf) was not flowing through the catheter and the decision was made to replace it. The patient was subsequently improved and was reporting effective therapy. There was no visible issue with the explanted catheter and the account did not return it.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot# h827696610, implanted: (B)(6) 2012, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 07-jun-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.